Manufacturer narrative:
Event was reported to have occurred on an unreported date over the past three months. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three peritoneal dialysis (pd) patients experienced peritonitis. The cause of the events was not reported. It was not reported if the patients were hospitalized for the events. All three of the patients were treated with unspecified drug (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patients were recovered from the event. One out of the three patients had the transfer set removed and was placed on hemodialysis. No additional information is available.